Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast prosthesis and experienced deflation on the right side. Deflation was confirmed by physician during exam. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate plus profile 375cc, catalog number 3502375, lot number 7608228, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On 12/5/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.8 cm on the posterior aspect and two creases on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).